Event description:
It was reported that the patient presented for initial implant. During the procedure, the right ventricular (rv) lead exhibited loss of capture. The physician attempted to retract the rv lead helix, however the helix failed to retract completely. This rv lead was not used, and the physician completed the procedure using a different rv lead. The patient condition was stable.